Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter is displaying the battery indicator. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged power issue started a few days prior to the call with lfs, at an unspecified time. The patient claimed that the meter was not receiving charge and was displaying the battery indicator. The patient manages her diabetes with an unspecified insulin (twice a day) and stated that she did not take any action in response to the alleged issue. The patient indicated that due to her being unable to test her blood glucose, she started to feel ¿dizzy¿ on (B)(6) 2022, at 11 am. During the call, the patient informed the agent that she was feeling ¿very dizzy¿, and she needed to go to the hospital as soon as possible. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca documented that the issue not only occurred on the start-up screen. The cca established that the subject meter has replaceable batteries however, the agent concluded that based on the information provided, the batteries do not need to be replaced. The cca educated the patient that the meter does not need charging. A replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.